Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they were unable to get the insulin pump to rewind or fill tubing. The customer also reported that they were unable to remove the battery cap. Blood glucose level at the time of the incident was 500 mg/dl, which was treated with a bolus. The customer reported that his blood glucose level had been high for several days and that he did not feel well. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.